Event description:
This rn was drawing blood for labs through the neutron cap attached to the pt's central line. This rn attached a stopcock to the neutron cap became filled with blood and this rn could not flush the blood through the neutron cap. Then this rn changed the cap. There was no detectable harm in this event. The device has been disposed of.